Event description:
Device 2 of 2. Ref MFR. Report: 1627487-2014-21002. It was reported the pt lost weight recently and has been experiencing stimulation in a different location from her pain pattern. X-rays revealed the pt's peripheral leads have migrated. As a result, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.